Event description:
Medtronic received info that during the implant of this mechanical valve, the valve size did not fit the pt, resulting in regurgitation. Subsequently, the valve was explanted and another valve was successfully implanted with no adverse pt effects.

Manufacturer narrative:
(B)(4): evaluation method: device history could not be reviewed as the serial number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: requests have been made to obtain the serial number as well as the valve return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.